Event description:
A nurse reported that a knife was noted to be dull during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot number was identified. One component knife lot was used to make up the customer's final lot. A review of the device history records (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination revealed that this is the sixth related complaint against the reported final lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).